Manufacturer narrative:
After further review of this submission, it has been determined that this is not a reportable complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the (B)(4) was hot. This occurred during the procedure. A backup device was available and used. There was a delay of less then 30 minutes. There were no patient injuries reported.